Manufacturer narrative:
(B)(4): the rotawire was returned inserted in the rotablator plus unit. The burr was stuck on the guidewire. The guidewire was removed with little difficulty. A build up of saline was evident on the burr. The burr was within specification. The burr was microscopically examined as per rotalink plus workmanship standards. A test guide wire was inserted in the plus unit. No issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Same cases as 2134265-2010-00873, 2134265-2010-00875, 2134265-2010-00871. Complaint is reportable based on analysis results completed (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, resistance was felt loading the burr on the wire. The lesion was located in a left anterior descending coronary artery (lad). While attempting to load a 1.5mm rotalink system onto a floppy rotawire, resistance was felt between it and the wire. The rotalink plus and floppy rotawire were exchanged for another set of the same devices. The same difficulties with loading occurred with this set. A 1.75mm rotalink plus and a ex support rotawire were used to successfully complete the case. No patient complications occurred. The patient status was satisfactory. Analysis results of the rotawire revealed spring tip damage and missing solder.